Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused: the filter appears to perforate the walls in the mid portion, a left filter strut which comes into contact with the aortic wall, approximately 5-degree tilt of the filter. The patient reported becoming aware of the events approximately six years post implant. The patient also reported anxiety related to the filter and later reported that the filter was embedded. According to the medical records the indication for the filter placement was a history of deep vein thrombosis and a contraindication to anticoagulation and prophylaxis for pulmonary embolism. The filter was placed via the right common femoral vein and deployed at the level of l3. During the procedure, thrombus was noted to be within the inferior vena cava (ivc). Approximately six years post implant a computed tomography (CT) scan of the abdomen was performed. The impression of the imaging noted abnormal position of the ivc filter with the tip above the renal veins and perforation of the mid portion of the ivc filter outside the wall and contact the aortic wall. There may be mild fracture/bending of filter strut posteriorly. The images were submitted for additional review approximately two years and nine months after the initial scan. The impression noted infrarenal ivc filter perforating the ivc with multiple struts extending extraluminally as well as a fractured posterior strut. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Since the filter was placed in the venous system, it is unknown how a fracture travelled to the aorta. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Computed tomography (CT) scans done approximately six years after the index procedure were re-evaluated eight years and eight months after the index procedure. The review revealed that the superior end of the filter is at the l1-l2 interspace. The inferior vena cava (ivc) filter is tilted anteriorly at the superior end and it is embedded within the ivc wall. The ivc filter is tilted posteriorly at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 11 mm. Two (2) anterior struts perforate the ivc wall 6 mm and 10 mm and contact the bowel. One (1) medial strut perforates the ivc wall 7 mm and contacts the right renal artery. Two (2) posterior struts perforate the ivc wall 8 mm and 11 mm and reside within the soft tissues. One (1) lateral strut perforates the ivc wall 11 mm and contacts the bowel. There is one (1) posterior fractured strut. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. Additional information received per an amended patient profile form (ppf) states that in addition to the previously reported events the patient also experienced embedment of the filter.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to, perforation of the filter that appeared to have perforated the walls in the mid-portion. The reported noted that a left filter strut was in contact with the aortic wall and that there was an approximately five-degree tilt to the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: the filter appears to perforate, the walls in the mid portion. There is a left filter strut which comes into contact with the aortic wall. There is approximately 5 degree tilt of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b6, b7, d11, g1, g3, g4, g7, h1, h2 and h6. Section b5: additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, and is contraindicated to anticoagulation treatment. The vena cava filter was implanted as a pulmonary embolus prophylaxis. The filter was deployed via the patient's right common femoral vein. During the index procedure, thrombus was noted to be within the inferior vena cava (ivc). The filter was successfully deployed at the l3 level. The results of computed tomography (CT) scans done approximately six years after the index procedure states that the filter appears to perforate the walls in the mid portion diffusely. The proximal tip of the filter is at the edge/just outside perforating the wall of the inferior vena cava (ivc) with distal filter within the posterior aspect of the ivc. The filter struts do not appear to perforate the aortic wall, however, there is a left filter strut which comes into contact with the aortic wall. Some of the filter struts come into close proximity to the pancreatic head, however, no perforation of the pancreas is seen. There may be mild fracture or bending of a filter strut posteriorly, in close approximation to the lumbar vertebral body. A mild approximately 5 degree tilt of the filter was identified. The abnormal position of the ivc filter has the tip above the renal veins. The mid portion of the ivc filter is at the level of the left renal vein.   Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture, perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and tilting of the filter. The patient became aware of the reported events six years after the index procedure. The patient also experienced anxiety.   As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis, and contraindicated to anticoagulation. The ivc filter was implanted as a pulmonary embolus prophylaxis. The filter was successfully deployed at the l3 level. During the index procedure, thrombus was noted to be within the ivc. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: the filter appears to perforate the walls in the mid portion. There is a left filter strut which comes into contact with the aortic wall. There is approximately 5 degree tilt of the filter. Six years post implant, a CT reveals the filter appears to perforate the walls in the mid portion diffusely. The proximal tip of the filter is at the edge/just outside perforating the wall of the inferior vena cava (ivc) with distal filter within the posterior aspect of the ivc. The filter struts do not appear to perforate the aortic wall, however, there is a left filter strut which comes into contact with the aortic wall. Some of the filter struts come into close proximity to the pancreatic head, however, no perforation of the pancreas is seen. There may be mild fracture or bending of a filter strut posteriorly, in close approximation to the lumbar vertebral body. A mild approximately 5 degree tilt of the filter was identified. The abnormal position of the ivc filter has the tip above the renal veins. The mid portion of the ivc filter is at the level of the left renal vein. Per the patient profile form (ppf), the patient reports filter fracture, perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and tilting of the filter. The patient also reports anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.